Manufacturer narrative:
Manufacturer's investigation conclusion. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4) and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and no further related events have been reported at this time. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for the (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital with elevated filling pressures and advanced heart failure following right heart catheterization. The patient experienced abdominal distention, dyspnea, and fatigue. After admission the patient was started on intravenous (IV) lasix (furosemide), increased creatinine, and was changed to an oral diuretic. A repeat right heart catheterization on (B)(6) 2023 revealed an unchanged wedge pressure of 25 mmhg, and a right atrial pressure of 18 mmhg. The patient resumed taking IV diuretics after which they were transitioned to oral torsemide on (B)(6) 2023. Heart failure symptoms resolved.